Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient was hospitalized due to retention  of urine. It was started that it was not related to device or therapy but possibly related to the implant procedure(surgery/anesthesia. Physical exam date of test: (B)(6) 2020 which lead to  in-patient hospitalization. Resolved without sequelae (B)(6)2020  no further complications were reported/anticipated at this time.